Event description:
The customer converted to troponin t high sensitive (hs) assay and tested samples for one week on both this analyzer and a different e601 module and obtained differing results. Results for 10 patient samples were provided, six were discrepant. The e601 analyzers have different units of measure for the troponin t hs assay. Patient 1, initial troponin t hs result 137.9 ng/l (accompanied by h data flag), repeated twice gave 0.10 ug/l (different e601) and 138.4 ng/l (original analyzer, accompanied by h data flag). Patient 2, initial troponin t hs result 17.75 ng/l, repeated twice gave 3.70 ug/l (different e601) and 41.04 ng/l (original analyzer). Patient 3, initial troponin t hs result 1860 ng/l (accompanied by h data flag), repeated twice gave 1.57 ug/l (different e601) and 6.90 ng/l (original analyzer). Patient 4, initial troponin t hs result 84.46 ng/l (accompanied by h data flag), repeated twice gave 0.06 ug/l (different e601) and 82.99 ng/l (original analyzer, accompanied by h data flag). Patient 5, initial troponin t hs result 56.03 ng/l (accompanied by h data flag), repeated twice gave 0.04 ug/l (different e601) and 55.72 ng/l (original analyzer, accompanied by h data flag). Patient 6, initial troponin t hs result 291.4 ng/l (accompanied by h data flag), repeated once gave 0.24 ug/l (different e601). It is unknown which troponin t hs results were reported. No adverse events were reported. Troponin t hs reagent lot is 156593. Investigation is on-going.

Manufacturer narrative:
It is unclear if initial reporter sent report to FDA.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
A specific root cause could not be determined. Based on the information provided, the humidity in the laboratory is slightly below specification and the instrument was due for maintenance. These issues may have contributed to the event. No adverse events in relation to the issue were reported.